Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 19 states, "persistent pain." This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under PMA number p010014.

Event description:
It was reported the patient underwent a right revision procedure approximately three months post-implantation due to pain and medial condyle fracture.